Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead. The patient's ra lead is a non-boston scientific product. It was noted there were spikes in the pacing impedances as well. Boston scientific technical services (ts) recommended programming of the rrt sensor, and discussed troubleshooting options to evaluate lead integrity. This crt-d remains in service. No adverse patient effects were reported.